Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the 5076 lead presented positioning/fixation difficulties and was removed. An apparent outer insulation failure was observed. A different lead was ultimately used. No patient complications have been reported as a result of this event.